Event description:
It was reported to philips that the system's collimator shutters were not working, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. Philips made a sincere attempt to gather further information concerning the clinical application of the system during the event, along with the outcomes for the patient and the procedure, however, the customer could not supply the requested information. The customer reported that the system's collimator shutters were not working. To resolve the issue, the distributor engineer replaced the collimator, power inverter, high voltage transformer. The reported issue was re-occurred on another case and issue resolved by replaced the x-ray tube. After replacing the collimator, power inverter, high voltage transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.